Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 43mm distal from the marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A 5.0x200x90 sterling balloon catheter and a 5.0x220x90 sterling balloon catheter were selected for a percutaneous transluminal angioplasty of the heavily calcified superficial femoral artery. During the procedure inside the patient, both balloons ruptured. The 5.0x200x90 sterling balloon ruptured at 12atm and the 5.0x220x90 sterling balloon ruptured at 13atm. The procedure was completed with another sterling balloon catheter. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. A 5.0x200x90 sterling balloon catheter and a 5.0x220x90 sterling balloon catheter were selected for a percutaneous transluminal angioplasty of the heavily calcified superficial femoral artery. During the procedure inside the patient, both balloons ruptured. The 5.0x200x90 sterling balloon ruptured at 12atm and the 5.0x220x90 sterling balloon ruptured at 13atm. The procedure was completed with another sterling balloon catheter. There were no patient complications reported.